Event description:
The customer initially reported that their device had its service indicator illuminated and had logged some coin cell related event codes. After physio-control evaluated the device it was observed that the device was intermittently resetting. There was no patient use associated.

Manufacturer narrative:
(B)(4): after observing the reported resetting issue, physio-control replaced the system controller and user interface pcb assemblies. Proper device operation was then observed through functional and performance testing. The device was then returned to the customer for use.